Event description:
It was reported, that the patient's right ventricular lead sustained insulation damage. The lead was explanted. The patient was stable.

Event description:
It was reported that the patient's right ventricular lead sustained insulation damage. The lead was capped on (B)(6) 2024. The patient was stable.